Manufacturer narrative:
(B)(4). This lot was manufactured from march 31, 2014 to april 2, 2014. Evaluation summary: baxter received the unit for evaluation. A visual inspection was performed and revealed a black particle, approximately 0.15 mm in size, encapsulated within the material of the stress-member column. The particle was not in the fluid path. Fourier transform infrared spectroscopy (ft-ir) scanning was attempted on the particle, but it was determined to be insufficient to produce visible signals on the ft-ir spectrum. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particulate matter was embedded in the elastomeric material and did not appear to be in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter within its bladder. This was found before use. There was no patient involvement. No additional information is available. This is report 2 of 2.